Manufacturer narrative:
(B)(4). Batch # m53a5r. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded on the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what type of procedure was the device used in? Not informed; just to confirm, did the device deliver any staples? No; if yes, were the staples formed properly? Na; if yes, was the staple line complete? Na; just to confirm, did the device cut? Yes; if yes, was the cut line complete? Yes; if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No; how was the procedure completed? The device was replaced.

Event description:
It was reported that during an unknown procedure, while engaging the trigger, no staple firing was made properly. Unknown how case was completed. There were no adverse consequences for the patient.